Event description:
The facility reported to largo customer service a pump that keeps getting the air in line alarm. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA august 1, 2007. Evaluation summary: the customer reported condition of keeps getting air in line alarm is confirmed on channel c. The alarm is constant at start-up. The alarm is caused by a defective air in line printed cicuit board (ail pcb) on channel c. The channel c, ail pcb was replaced.